Event description:
The complaint was reported by a customer from the UK. Delivery issue.

Event description:
The complaint was reported by a customer from the UK. Delivery issue.

Manufacturer narrative:
Note: the initial report for this case submitted on 17-aug-2023 was wrongly marked as "adverse event" report type due to a human error. This follow-up report is marked correctly as "product problem" report type.

Manufacturer narrative:
Note: the initial report for this case submitted on (B)(6) 2023 was wrongly marked as "adverse event" report type due to a human error. This follow-up #1 and follow-up #2 report are marked correctly as "product problem" report type.

Event description:
The complaint was reported by a customer from the UK. Delivery issue.